Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se with a 6fr sheath, after an interventional procedure. Reportedly, when attempting to insert the starclose se device into the sheath it was noticed that the cutter was bent. The device was removed from the sheath and a second starclose se was removed from the package and it was noticed that the cutter was bent on this device. A third starclose se was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other starclose se device referenced, is being filed under a separate medwatch MFR numbers. The device was returned for evaluation. The analysis of the returned device confirmed the reported experience that the cutter was bent. Based on the reported information, manufacturing inspection criteria and analysis of the returned device, the cause of the bent cutter was undetermined. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.